Event description:
Following a laparoscopic anti-reflux procedure, a patient required a MRI for unrelated causes leading to linx device explant. The linx device was used as part of the anti-reflux procedure. Anti-reflux procedure and linx device implantation date (B)(6) 2013 by dr. (B)(6) at (B)(6). Uneventful device explant on (B)(6) 2017 due to need for an unrelated MRI scan by dr. (B)(6) at (B)(6). The patient was also experiencing some dysphagia at the time of removal. Device found in correct position/geometry at the time of removal. Patient reported as doing very well after removal; dysphagia has resolved.